Manufacturer narrative:
The pipeline device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00285 2029214-2019-00286. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the during the treating of a left ophthalmic aneurysm, the pipeline device did not open when it was deployed in the siphon. The device was removed, and a new pipeline was used to treat the patient. The second device was reported to have opened better but was still not fully opposed to the vessel. No patient injury occurred.